Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keys were not working and it might be due to the constant tone. The insulin pump was making a very loud noise. Everything shut off. It was the third time the customer was calling about the constant tone. Customer's blood glucose level was 234 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked connector on the lcd board. No audio/beep anomaly was noted. Unable to perform any tests due to buttons unresponsive. The pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.